Event description:
It was reported by the aci sales professional that a female patient with history of peripheral vascular disease (pvd), hypertension, and cardiac disease underwent a coronary intervention procedure on (B)(6) 2011 to implant 2 stents. The patient was reported to have been anti-coagulated with 2 injections of integrillin and angiomax. Access was obtained at the common femoral artery via a 7f sheath. A pre-procedure femoral angiogram showed the presence of pvd and calcium in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose the mynx with grip technology for femoral arterial closure. It was reported that there were no complications during the procedure and closure. A hospital staff member stated that the patient experienced extreme belching and vomiting thus causing the sealant to migrate away from the arteriotomy. Due to the amount of pressure during the episode, the patient experienced a myocardial infarction (mi).the patient was taken to the operating room (or) and a vascular surgeon removed the sealant and subsequently repaired the accessed groin . Per the aci sales professional, it was confirmed that the sealant was off to the side of the arteriotomy and not on the artery itself. Reportedly, the patient also developed a hematoma (size and treatment were not provided). The patient was discharged to home on (B)(6) 2012. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1128602) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.